Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 237 mg/dl at the time of incident. Troubleshooting was performed and the insulin did not exit the tubing. Issue was not resolved by troubleshooting. The product will return for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was programmed 2.0 units fill with water filled reservoir. The water did exit the infusion set. No unexpected no delivery/insulin flow blocked alarm noted during test.